Event description:
It was reported that post op a band procedure, the injection port disconnected. The port was reconnected without any patient complications.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.